Event description:
St. Jude riata lead recall. Patient had one of the riata recalled leads and desired to have the lead extracted. Fluoroscopy prior to replacement procedure revealed two (2) separate areas of externalization of the conductors.